Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb cable was "broken" at one end from "regular use" and cable could not charge pump battery. There was no reported impact to customer's blood glucose. Reportedly, customer changed the cable to resolve the issue.